Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Battery contacts are compressed. Upper and lower cases are broken and contaminated. Battery release, ring cover, battery drawer, battery drawer o-ring, and battery flex are contaminated. Side bail covers are broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the device was mis-firing and causing wenckebach in the patient. Follow-up information was later received reporting the device was changed out to a different device right away when this condition was seen. No further patient complications were reported as a result of this event, and the patient outcome was good.